Event description:
It was reported that a small volume intermate had particulate matter inside of the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: report source other was tpn supervisor. Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed white particles ranging between 0.63 to 1.86mm in length floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.